Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ptfe pad of the subject device was severely worn. There were scratches on the probe. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. This type of the pad damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, the wearing of the ptfe pad might be caused by activation while grasping nothing. This type of probe damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, the scratch of the probe might be caused by coming in contact between the probe and non-insulated area with the separated pad. The instruction manual of the subject device already states; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
It was informed that the ptfe pad of the subject device was worn very quickly during a laparoscopic colectomy. Before using, there was nothing abnormal detected on the subject device. The doctor completed the procedure with another device. No patient injury was reported. On (B)(6) 2016, olympus medical systems corp. (Omsc) confirmed that the ptfe pad was severely worn.